Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The customer did not request service on the device. Based on the info received from the customer they were not able to duplicate the event and they returned the device to service. A supplemental medwatch will be submitted if add'l info becomes available. (B)(4).

Event description:
(B)(4).